Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone and bupivacaine via an implanted pump. The patient provided the dose as 3.75 mg/day and the concentration as 10.0 mg/ml but did not clarify for which drug. The indication for pump use was non-malignant pain. On (B)(6) 2019 the patient was calling because he was wondering if there was a smaller sized pump. Per the patient, his pump was recently removed on (B)(6) 2019 because it was too big for his body because he was a small guy. The pump was hitting his ribs and his pelvic bone. The patient stated, ¿I¿m so thin the catheter bolt where it connects was scrapping me on the inside and making me bleed internally¿. The issue had been happening since a day after the device system was implanted. The patient did not clarify if the catheter was also removed. The situation was noted to be resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.